Manufacturer narrative:
The cause for the discordant sodium results is unknown. The customer stated that they replaced the measurement cartridge and the results were in the normal range.

Event description:
The customer reported an elevated sodium result on the rp 500 when compared to a non siemens analyzer. There was no reported injury due to this event.

Manufacturer narrative:
Review of instrument data files do not indicate any performance issues with the sensors around the time the discordant samples were reported. The cartridge was returned for evaluation but could not be run on an internal instrument. The cartridge was disassembled and the valve seal in the luer mount was found to have a defect. This defect may have caused salt build up in the sample port/luer area, which may have contributed to the discordant results.